Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported shortness of breath could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for shortness of breath and driveline drainage. Blood culture showed methicillin-sensitive staphylococcus aureus (mssa) bacteremia. 300cc of pleural effusion was drained. The patient was started on intravenous (IV) cefazolin for pseudomonas. The patient was discharged to rehab on (B)(6) 2024. The patient was readmitted on (B)(6) 2025 with driveline culture positive for pseudomonas. The patient was prescribed zosyn (piperacillin/tazobactam) and returned to rehab. The patient was discharged for rehab on (B)(6) 2025 and was removed from zosyn (piperacillin/tazobactam) on (B)(6) 2025.